Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported the occlusion alert as the infusion sets cannula were bent upon removal and the symptoms were observed within three or more hours after insertion and patient also faced hyperglycemia (355 mg/dl) event on (B)(6) 2026.